Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 3rd, 2016, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio 2 meter had displayed an inaccurate high reading compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy first occurred ¿approximately 2 weeks ago before going to bed¿ when she obtained an alleged result of 15mmol/l on the subject meter compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and reported her usual dose of 6-7 units of apidra insulin a result of the alleged product issue. She stated that ¿at 3:00am she awoke with symptoms of ¿sweating and shaking¿ after the alleged issue began. She reported that she retested her blood and obtained a blood glucose result of 3.2mmol/l and self-treated with food ¿(B)(6) candies and cakes¿. No other device was used to obtain a blood glucose result. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure. The test strips were stored correctly and not expired and the patient did not have any control solution to complete a test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.